Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening, one opening crack and wear abrasion. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. One opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.